Manufacturer narrative:
Additional information: d4: expiration date (update to n/a), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were not flowing "effectively". The issue was noticed during the pre-operative process, during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.